Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #:305180 batch#:4178025. I would like to report a complaint related to excessive coring with bd blunt fill needles (ref 305180) with lot number 4178025 when drawing up propofol. Please reference this report with another incident report # (B)(4). Please provide the date of event. Coring occurred multiple times on(B)(6) (at least 5 times), also occurred on a few occasions last week don¿t have exact dates describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No pt harm propofol syringes were discarded. Wastage of medication.

Manufacturer narrative:
(B)(4) follow up. It was reported there was excessive coring. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for provided for evaluation by our quality team. The photo shows a syringe with a needle assembly. The solution in the syringe has a dark colored particle. No other defects or imperfections were observed. A device history record review was completed for provided material number 305180, lot 4178025. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received.